Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review indicated several alarms, but as the reported alarm was unknown, the exact alarm could not be verified though the logs. The following alarms were recorded: system error 1026, low drain volume and check patient line alarm. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The homechoice (hc) was returned and evaluated. Visual inspection revealed a damaged door cover. Functional testing and simulated therapy was performed. The membrane gasket and door cover was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an alarm. The specific alarm was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.